Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. A review of the provided imagery revealed the deployed valve appeared to be under-expanded by visualization of the waist. There was moderate paravalvular leak (pvl) noted. The patient's annular size was 335.7 mm2. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, paravalvular leak is a potential risk associated with transcatheter aortic valve implantation and the valve itself. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the paravalvular leak (pvl) that was believed to have caused hemolytic anemia and resulted in blood transfusions being performed was confirmed based on the provided imagery. A review of the IFU/training materials revealed no deficiencies. As reported, post tavr procedure, the pvl was moderate. Approximately 21 days post tavr procedure, the patient was re-hospitalized due to dyspnea. The hb was 6.3 and hemolytic anemia was diagnosed. Approximately 3 months post tavr procedure, the anemia recovered as the hb was noted to be 14. The pvl was observed to be mild. An aortic valve replacement (avr) was not performed. Per the instructions for use (IFU), valve regurgitation (including paravalvular leak (pvl)) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra resilia thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The procedural training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. As noted from the imagery provided, the patient had a valve area size of 335.7 mm2, which is within the recommendation range for a 20 mm valve size. Therefore, an undersized valve was not considered a cause or contributing factor to the event. Per review of the provided imagery, the deployed valve appeared to be under-expanded by visualization of the waist. An under-expanded valve can lead to difficulty sealing against the target site, leading to the paravalvular leak as reported. As such, the available information suggests that procedural factors (under-expanded valve) may have contributed to the reported event. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest moderate pvl may have caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) was previously initiated for this type of event. Additionally, a corrective and preventive action (CAPA) was initiated to further investigate this type of event.

Event description:
As reported by our edwards lifesciences japanese affiliate, post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve, moderate paravalvular leak (pvl) was observed. It was noted that prior to the tavr procedure, the patient's hemoglobin (hb) was 11.7. Post tavr procedure, the patient's hb had decreased, and their lactate dehydrogenase (ldh) had increased. The patient did not present with symptoms at the time and was discharged approximately six (6) days post tavr procedure. Approximately twenty-one (21) days post tavr procedure, the patient was hospitalized due to dyspnea. The patient's hb was noted to be 6.3 and hemolytic anemia was diagnosed. Multiple blood transfusions were performed to treat. Approximately twenty-five (25) days post tavr procedure, the patient was discharged, but it was noted that the anemia did not recover. An aortic valve replacement (avr) procedure was considered to further treat the patient. However, approximately three (3) months post tavr procedure, the anemia recovered as the hb was observed to be 14 and the pvl improved to mild. As a result, no avr was performed.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, paravalvular leak is listed as a potential risk associated with the transcatheter aortic valve implantation and the valve. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the paravalvular leak (pvl) with observation of hemolytic anemia requiring an intervention to treat was unable to be confirmed. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, the sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "post-operative pvl was moderate...on post-operative day (pod) 21, the patient was re-hospitalized due to dyspnea. Hemoglobin (hb) was 6.3, and hemolytic anemia was diagnosed...three months after the transcatheter aortic valve replacement (tavr) procedure, the anemia recovered with hb at 14 and mild pvl. Aortic valve replacement (avr) was not performed." Per the instructions for use (IFU), valve regurgitation (including pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra resilia thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The procedural training manuals also instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. As noted, the patient had a valve area of 335.7 mm2 which is within the recommendation range for a 20 mm valve size. Therefore, the valve selected for implantation was not undersized. In this case, a definitive root cause was unable to be determined at this time; however, the event may be due to patient factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no product risk assessment (pra) nor corrective or preventative actions are required.